Event description:
It was reported that during the routine change out of the implantable cardioverter defibrillator (ICD), the physician discovered the atrial and ventricular lead connectors were deteriorating. The lead coat was repaired, and lead values were all within normal range, so the physician determined it was only external damage. The leads remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).